Manufacturer narrative:
(B)(4). Date sent: 6/10/2026. D4: batch # z7055h. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with no apparent external damage. Additionally, the opened packaging was returned along with the instrument. In an attempt to replicate the reported incident, the device underwent functional testing. During evaluation, the trigger could not be activated as it was found to be jammed. The device was subsequently disassembled to assess the condition of its internal components. Upon inspection, the silicone component was found to be missing, and the trigger was identified as broken, preventing proper advancement of clips into the jaws. Furthermore, twenty (20) clips remained within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The condition of the missing silicon on the device is potentially correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch z7055h number, and no non-conformances were identified. Additional information was requested and the following was obtained: how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Were the jaws damaged? Was the device difficult to fire? Difficult to open? -difficult to open was the device eventually opened? Yes. Does the device fired any malformed clips? If other please specify unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the pneumorectomy surgery, before using on patient, after fired, could not open the jaw. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.